Event description:
Reportable based on device analysis on 12dec2023. It was reported that visualization issues occurred. The target lesion was located in an 80% stenosed, severely calcified mid-right coronary artery. An opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion, however crossing difficulties occurred and no ivus image was shown. The procedure was completed with another of same device. No patient complications were reported, and the patient condition was stable. However, device analysis revealed that the imaging window was detached.

Manufacturer narrative:
The device was returned for analysis. Visual and microscopic inspection revealed that the imaging window was detached and was not returned for analysis. It was observed that the catheter flushed normally when the imaging core was fully retracted and fully advanced. No electrical failures were noticed during impedance analysis.